Manufacturer narrative:
The explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis. The pump was returned assembled with the percutaneous lead (driveline) severed approximately 9 inches from the pump housing and the distal portion was not returned. The sealed inflow conduit, sealed outflow graft, and outflow bend relief were not returned, however, the outlet elbow and outlet elbow screw ring were returned. Upon disassembly of the pump, a small, red tissue-like deposition was observed on the proximal side of the outlet stator. The deposition was loosely seated and did not reveal any evidence of denaturation to indicate that it was present during pump operation. The deposition's lack of laminated layering suggests that it did not develop at this location; however, the origin of the deposition could not be conclusively determined. No contact marks were observed on the rotor body. Although a specific cause for the deposition and the duration of which it was present in the pump could not be determined, it could have potentially contributed to the report of hemolysis. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. The device is expected to be returned for evaluation. It has not yet been received. Approximate age of device - 3 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had clinical signs of hemolysis as evidenced by increased hemolytic markers and elevated pump powers. Ramp echocardiogram revealed that the left ventricle was not being unloading as expected. The patient's inr was 2.2 at the time of the event. The patient's pump was exchanged on (B)(6) 2017. No additional information was provided.